Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, vomiting and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the caller did not have the tubing clamp for the high pressure test. Advised the caller that the tubing clamp would be shipped to him. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.